Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was reported that the patient had stopped using the spinal cord stimulation therapy for a period of about 30 days to six weeks because patient was not having pain due to ¿some medication had leveled out.¿ it was reported that patient¿s pain started up again probably three or four months ago. It was reported that the last successful recharging session was about six months or possibly fewer. It was reported that the patient had been having a hard time remembering because patient had started to have short term memory loss that had been developing over the last few months. It was reported that the patient was told how to do a trickle charge by a manufacture representative but was not able to do it. Additional information reported that the battery was replaced. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# va01qc6022 implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).